Event description:
It was reported that pump displayed malfunction alarm with malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.